Event description:
The suspected motion tablet was returned to the manufacturer on (B)(4) 2016. Analysis of that returned device was completed and the reported allegation was verified. During the analysis, it was identified that the sd card was unable to be fully inserted into the sd card slot and could not lock into place. The cause for the reported anomaly is associated with debris that was trapped in the spring compartment of the sd card socket. An analysis of the returned sd card was able to identify that it was damaged, giving the indication that the debris in the sd card socket originated from the damaged sd card. No further anomalies were identified.

Event description:
It was reported that a medical professional was having difficulties when using her motion tablet. The tablet would not hold the sd card in the slot. Attempts to press the sd card into the slot were unsuccessful. It was reported that the user attempted also to tap the database utilities button, however, this was grayed out. A replacement motion tablet was sent to the medical professional. The suspected tablet was not returned to the manufacturer to date. Attempts to obtain additional information were unsuccessful to date. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.